Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process

Manufacturer narrative:
No consequences or impact to patient (B)(4); false (B)(4) result (B)(4). The customer inspected the sample probe and noticed the top screw was loose. The customer attempted to tighten the screw and perform a pipettor calibration. The calibration failed. The sample probe was replaced and the calibration passed; however the issue continued. Customer support sent the customer a new probe block kit to replace on the instrument. The customer was able to install the sample probe correctly. The pipettor and syphilis assay calibration passed. The quality control values were within specifications. When the customer repeated all of the patient samples, the results were within the patients' historical range. A review of quality metrics and customer complaints did not identify an adverse trend related to the customer's issue. A service history review between (B)(4) 2011 through (B)(4) 2011 did not identify any additional incidents of the architect i2000sr, serial number (B)(4), generating discrepant results during this time frame. The customer was referred to the architect system operations manual. The manual does address operational precautions, limitations, and erratic results including probable causes and corrective actions. Based on the available information, no product deficiency was found. After the component replacement of the probe block kit, the analyzer was running within specification.

Event description:
The customer stated a patient specimen generated a low reactive result of 2.1 s/co on the architect syphilis assay. The sample was repeated twice and resulted as negative and the negative result was reported. The following day, the customer opened a new syphilis reagent pack (same lot) and calibrated. Qc was out of range low, and another calibration was performed. The patient sample was retested and yielded a low reactive result of 2.59 s/co and a corrected report was issued. No impact to patient management was reported.